Event description:
Multiple concerns with the edwards central line kits, particularly with the cordis (9f introducer kits) including: 1) the long needle used to puncture the vein is extremely flimsy, and frequently bends or breaks when trying to get it under a patient with a thick clavicle; 2) the catheter does not directly interface with the transvenous pacing wires made by the same manufacturer; 3) introducer catheter itself is extremely flimsy & prone to kinking & shearing off the tip when needle is re-inserted.